Manufacturer narrative:
(B)(4) 2012. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2012, that a customer had an issue with an electrode. The customer reported that a pt had a 2nd degree burn after MRI where the electrodes were placed. The customer further reported that the pt had developed cellulitis around the burn and it could be a potential 3rd degree burn. The pt was treated with prescription silvadene and unspecified antibiotics.